Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: (B)(6). Block h6: e2006 - captures the reportable event of mesh erosion. E1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E1906 - captures the reportable event of infection. E2101 - captures the reportable event of adhesions. E2330 - captures the reportable event of severe pain. E1715 - captures the reportable event of scarring. F12 - captures the reportable event of patient filed a legal claim.

Event description:
It was reported that the patient with this obtryx system experienced mesh erosion, scarring, adhesions, severe pain, further urinary problems, infections, and loss of enjoyment of life. Additionally, the patient claimed having suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Event description:
It was reported that after the patient had been implanted with an obtryx system device, she developed a 2.6 cm bladder stone on the right side, mesh erosion, bladder edema, and lesions around the mesh exceeding 2 cm in size. She was subsequently admitted due to a urinary tract infection and sepsis. The patient underwent a procedure to remove the bladder stone, as well as excision of the mesh and transurethral resection of the bladder. During the procedure, a laser fiber was used to fragment the fixed bladder stone, which revealed underlying eroded mesh. The stones were fully evacuated, and the mesh was removed by extracting fragments with a rigid grasper. By the end of the procedure, no visible mesh remained. Additionally, the mesh extended across the right side of the bladder and into the left side of the urethra. Bladder lesions surrounding the mesh were also removed, and the area was cauterized to ensure hemostasis. The patient tolerated the procedure well and was awakened, extubated, and transferred to the recovery room in stable condition. Furthermore, as reported by the patient's attorney, the patient also experienced severe pain, further urinary problems, and a loss of enjoyment of life. The patient also claimed to have suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses as a result of the device implantation.

Manufacturer narrative:
Block h2: additional information. Blocks a2 (date of birth), a3a, a3b (sex and gender), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), and h6 (patient and impact codes) have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the implant surgeon is: dr. (B)(6) at (B)(6) hospital. The explanting surgeon is: dr. (B)(6) at (B)(6) hospital. Block h6: e2006 - captures the reportable event of mesh erosion. E1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E1906 - captures the reportable event of infection. E2101 - captures the reportable event of adhesions. E2330 - captures the reportable event of severe pain. E1715 - captures the reportable event of scarring. E0306 - captures the reportable event of sepsis. E2328 - captures the reportable event of bladder stones. F1903 - captures the reportable event of mesh excision. F1901 - captures the reportable event of bladder stone removal. F12 - captures the reportable event of patient filed a legal claim.